Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(6) 2010, the caregiver confirmed the device was discarded and no companion sample was available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) advised the care giver (cg) to start over with new supplies and call the peritoneal dialysis (pd) nurse and let them know what happened. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that she was not aware of this report and stated that the patient has been able to continue therapy fine. There was no patient injury or medical intervention associated with this report. Product surveillance spoke with the cg on (B)(6) 2010. The cg stated they found the tubing was kinked in the door, maybe causing the alarm. The device was discarded, the lot number was unknown, and no companion samples were available. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).